Manufacturer narrative:
Updated fields: b4, b5, e1- event site email address, g3, g6, h2, h6- type of investigation code, investigation findings code, investigation conclusion code, component code, h11. A getinge field service engineer (fse) checked the machine and found display was flickering. Suspecting the issue with video receiver pcb and cable -video receiver to display. Needs both parts under cmc. Fse replaced the display to video receiver cable with new one, checked functionally found ok. Handed over the machine in good working condition.

Event description:
It was reported by customer during routine check, that the cs100 intra aortic balloon pump had display failure (display flickering issue). There was no patient involvement and no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer, that the cs100 intra aortic balloon pump had display failure (display flickering issue). There was no patient involvement and no injury reported.